Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and loosing of the acetabular component. Update rec'd 10/26/2014- pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/20/2014 update rec'd 01/16/2015-der received. Date of revision and par numbers have been provided. There is no new information that would affect the existing MDR decision. The complaint was updated on: 01/21/2015. Update 4/8/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallic debris in the joint/bloodstream, osteolysis, and pseudotumor. The revision operative note indicated there was no infection and no cup loosening was mentioned. Pre-operative work up also mentioned stable components. The complaint was updated on:4/23/2015. Doi: (B)(6) 2008. Dor: (B)(6) 2015 (right hip) update ad 23 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what was previously alleged, ppf alleges metallosis and elevated metal ions. After review of medical records for MDR reportability, patient was revised to address pseudotumor and it was stated that there was significant osteolysis around the cup as we identified through unfilled screw holes and through visual inspection around the cup. Surgeon removed the 2 bone screws and the acetabular component with the explant without difficulty or bone loss, however, there were no sticker sheets for the implants if depuy screws were involved. Added stem due to alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.